Event description:
Conmed japan reported on behalf of their customer that the device, 60-6085-200a, vcare 200a ¿ small was being used on (B)(6) 2023 during an unknown procedure and ¿it was reported that there was a snapping sound in the handle part when lifting. When the distributor inspected it, it was confirmed that the handle part was in a state of spinning.¿ there was no report of impact/injury, medical intervention or prolonged hospitalization to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Manufacturer narrative:
Received one 60-6085-200a in opened original packaging. Lot number was verified. Performed a visual inspection, the device was returned with the handle facing the wrong way. Performed a functional inspection, the handle spins 360 degrees. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 88 reports, regarding 101 devices, for this device family and failure mode. During this same time frame 573,504 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0002. Per the instructions for use, the user is advised the following: prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, 60-6085-200a, vcare 200a ¿ small was being used on (B)(6) 2023 during an unknown procedure and ¿it was reported that there was a snapping sound in the handle part when lifting. When the distributor inspected it, it was confirmed that the handle part was in a state of spinning.¿ there was no report of impact/injury, medical intervention or prolonged hospitalization to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.